Event description:
On 29th september 2025, rayner received notification from its distributor in china of an event that occurred following implantation of a superflex aspheric 920h iol. The event description provided states that post-operatively, opacification of the iol implanted in the right eye has been observed necessitating additional surgical interverion and eventually leading to lens explantation and exchange due to visual decline.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively, opacification of the iol implanted in the right eye has been observed necessitating additional surgical interverion and eventually leading to lens explantation and exchange due to visual decline. The patient medical history received identifies that the patient has bilateral type 2 diabetic retinopathy, bilateral vitreous hemorrhage, concurrent bilateral leukoplakia and neovascular glaucoma. Rayner ifus contraindicate "active ocular diseases (chronic severe uveitis, proliferative diabetic retinopathy, chronic glaucoma not responsive to medication"). "Iol precipitiates" is listed in the "adverse events" section of the IFU. Post-operatively, the patient underwent a number of additional surgical procedures post-operatively due to their complex medical history including intraviteral injection of conbercept, glaucoma valve implantation and iridotomy, pars plana vitrectomy and photocoagulation. On (B)(6) 2024, opacification of the iol was observed for the first time. At the same visit, vitreous hemorrhage was also identified. On (B)(6) 2025, the patient underwent iol explantation and intravitreal suspension. The explanted lens has been retained and rayner has requested its return for analysis although to date it has not been received. The patient's complex medical history and repeat ocular procedures are likely contributory/causative factors to the onset of iol opacification in this case. Our review of production records for the superflex aspheric 920h batch: 033210840 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the superflex aspheric 920h batch: 033210840.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively, opacification of the iol implanted in the right eye has been observed necessitating additional surgical interversion and eventually leading to lens explantation and exchange due to visual decline. The patient medical history received identifies that the patient has bilateral type 2 diabetic retinopathy, bilateral vitreous hemorrhage, concurrent bilateral leukoplakia and neovascular glaucoma. Rayner ifus contraindicate "active ocular diseases (chronic severe uveitis, proliferative diabetic retinopathy, chronic glaucoma not responsive to medication"). "Iol calcification" is listed in the "adverse events" section of the IFU. Post-operatively, the patient underwent a number of additional surgical procedures post-operatively due to their complex medical history including intravitreal injection of conbercept, glaucoma valve implantation and iridotomy, pars plana vitrectomy and photocoagulation. In (B)(6) 2024, opacification of the iol was observed for the first time. At the same visit, vitreous hemorrhage was also identified. On (B)(6) 2025, the patient underwent iol explantation and intravitreal suspension. The explanted lens was returned to rayner. The explanted lens underwent structural and ultrastructural analysis comprising of eds and scanning electron microscopy (sem). Alizarin red staining was also performed. Sem, eds and alizarin red staining confirms the presence of morphological features related to calcification. Comprehensive sem analysis reveals evidence of calcium phosphate mineral deposition on the lens. Secondary alizarin red staining confirms the sem results. The patient's complex medical history and repeat ocular procedures are likely contributory/causative factors to the onset of iol opacification in this case. Our review of production records for the superflex aspheric 920h batch 033210840 showed that all manufaturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the superflex aspheric 920h batch 033210840.

Event description:
On 29th september 2025, rayner received notification from its distributor in china of an event that occurred following implantation of a superflex aspheric 920h iol. The event description provided states that post-operatively, opacification of the iol implanted in the right eye has been observed necessitating additional surgical interverion and eventually leading to lens explantation and exchange due to visual decline.